Event description:
On (B)(6) 2012, it was reported that a high impedance reading was received from this vns patient's device. The patient underwent battery replacement on (B)(6) 2012. The device was not turned on after surgery. On (B)(6) 2012, the patient's device was interrogated and diagnostics were run. High impedance was seen. The patient had also had an increase in seizure activity that was attributed to the high impedance. The relation of the increased seizures to pre-vns levels was unknown. It was stated that the patient would be referred to the surgeon after x-rays were ordered. It was stated that the x-rays would be sent to the manufacturer for review; however, they have not been received. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, it was reported that the patient's lead was fine. Additional follow up on (B)(6) 2012, showed that patient's seizures were under control and that the patient did not experience an increase in seizures post-operatively. It was also stated that since the initial high impedance report, no high impedance was seen. The patient was seen recently and was not having any issues with vns.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Programming history was reviewed for the patient¿s generator. Programming history is available from (B)(6) 2012. The device was interrogated and reprogrammed. A system diagnostic showed normal impedance. The stored impedance value (from the final electrical test in manufacturing) will not clear until diagnostic testing is performed. If the device is programmed on prior to diagnostic testing, a high impedance warning message will appear. As there was no testing performed in the or, this message was obtained at the patient's first follow-up visit when the device was programmed on and prior to diagnostics. Diagnostic testing from (B)(6) 2012 shows that the impedance value is within normal limits, and there is no suspected device issue.